Event description:
It was reported that pt heard grinding noise. Pt had revision surgery in 2007.

Manufacturer narrative:
Cat#: 17-3600e lot #: 19504601 description: alumina c-taper head 36mm/0. At this time, it cannot be determined which, if any of these devices may have caused or contributed to the event.